Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path and needle mechanism were observed that could have contributed to the reported dislodging of the cannula and reported bleeding/bruising. The cause of the reported dislodged cannula could not be determined. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. No problem was found.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. It was also reported that the site was bleeding and bruised. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.